Event description:
Customer reported a false reactive hbsag result on a blood sample from an infant. The patient was treated as a result, but the customer would not provide the treatment given.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant hbsag result was due to reagent contamination because the reagent aspiration probes were not being adequately washed. The fse cleaned the wash manifold and replaced the wash guides on the instrument. Additionally, the customer sent their reagent packs to be tested in-house but siemens technical operations was unable to replicate the problem. The instrument is performing within specifications. No further evaluation of the device is required.